Manufacturer narrative:
Correction: d3 - the correct manufacturer establishment name should be (B)(6). G8 - manufacturer report number should have started with 2017865 not as submitted 3006705815-2025-02200.

Manufacturer narrative:
The reported events of insufficient information, and device anomaly were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality, and no anomaly was noticed. Further output signal evaluation measured pacing parameters within normal range. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient's pacemaker exhibited an unspecified anomaly. It was also reported that the patient's right ventricular (rv) lead exhibited high pacing impedance measurements. On (B)(6) 2025, the pacemaker was explanted and replaced, and the rv lead was capped and replaced. No patient condition was reported.